Event description:
On 2/29/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user was taken by ambulance to the emergency room (ER) due to a low blood glucose (bg) event. The event occurred on 2/28/24. The cds reported in the morning of 2/28/24 the user ate a breakfast sandwich and announced the meal as "usual." However, the user only finished half the meal. Later that day the user ate the rest of the breakfast sandwich and announced the meal again as "usual." Soon after the user reported a bg of 80mg/dl on the ilet but began feeling sick. The user reported they were throwing up and had reached the level of dizziness and confusion that their husband needed to make the call for an ambulance. When the ambulance arrived the user was given a shot of glucagon and a finger stick test which read 27mg/dl. The user was taken to the ER at 7:00pm and was released at 11:00pm the same evening. The user reported reconnecting to the ilet before leaving the ER. The user reported that the ilet did not alert them of the severe low. The cds suggested there could have been a cgm sensor accuracy issue and recommended contacting the cgm manufacturer. The cds also discussed with the user the importance of only announcing meals that contain enough carbs.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-02-26 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-02-26. Data for the described event date of 2024-02-28 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-02-26 at 3:33pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows a period of hyperglycemia on 2024-02-26 from 12:12pm to 2:57pm before the cgm trends back into range prior to the event. A "usual" sized lunch is announced and quickly followed by three periods of hypoglycemia starting at 4:07pm. It appears the lunch meal was announced late. Each period of hypoglycemia last no more than 25 minutes before coming back into range. The lowest cgm glucose reading was 62 mg/dl. Per the complaint, the cgm was inaccurate due to the fingerstick bg of 20 mg/dl. The report shows one cgm calibration noted on the ilet report the afternoon prior to the event, however, the device logs show no cgm errors or replacements logged leading up to the event. The ilet report shows that the ilet dosed and suspended insulin appropriately in response to the cgm glucose. No evidence of device malfunction were found in the engineering logs. The ilet was found to be triggering cgm glucose related alerts appropriately and was not found making insulin requests throughout the low events (cgm glucose less than 75mg/dl). The ilet did not make requests for insulin until cgm glucose readings were at least 80mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable causes of this event include failure to use the meal announcement feature appropriately and cgm inaccuracy as evidenced by the discrepancy between the cgm reading and reported fingerstick blood glucose. The cds reinforced education on meal announcements and cgm accuracy. The user was advised to follow up with the cgm manufacturer to determine the cause of cgm inaccuracy. The user is currently off the ilet and plans to work with their hcp and cds to resume the ilet at a later date.